Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a new device implanted because their old ins was not working anymore. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned or may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the batteries did not help anymore and that they died. It was noted that this winter, the patient¿s colon-rectal specialist wanted a new one implanted to help the patient¿s lack of bowel control. A new one was put in on the right side only and it seemed to be helping. The left one was still in place and it was not removed as the healthcare provider (hcp) said only one was needed. No further complications were reported/anticipated.